Manufacturer narrative:
Batch review performed on 09-jul-2021: lot 1904545: (B)(4) items manufactured and released on 22-jul-2019. Expiration date: 2024-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
10 months after the primary surgery the patient came in due to signs of an infection (pathogen is unknown). The surgeon performed a washout and revised the poly and the surgery was completed successfully.